Manufacturer narrative:
Additional information: h4.

Event description:
The united states of america customer reported "uneven staining on slide where the control stained but no staining on patient tissue". The field service engineer (fse) serviced the instrument and found buffer salt buildup at the syringe and stopcock. The fse also found the syringe pump assembly not homing. The fse repaired the instrument by replacing the syringe, stopcock, syringe pump assembly and syringe pump cable which resolved this malfunction. The customer is able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.